Event description:
Customer called to report the insulin pump had a blank display screen. Blood glucose reading was 285 mg/dl. No significant events leading up to the blank display anomaly. Troubleshooting was performed. The battery compartment was inspected and the battery was changed. The display screen did not return. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with blank display due to faulty lcd driver. Insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.